Manufacturer narrative:
The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken.

Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the tip of the tenaculum forceps instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tenaculum forceps instrument damaged was at the distal end. The doctor performed an x-ray to confirm that no fragment fell inside patient. The x-ray was negative. No fragment was noted.